Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address mechanical loosening of the stem and pain. The loosening of the stem was based on the radiographs showing a hint of a radiolucent line that appeared to be circumferential around the femoral stem. There were no further notes available to confirm the suspected loosening. Femoral stem, head and liner were revised. Admission history notes indicate history of fall in the last 6 months prior to the revision. Doi: (B)(6) 2009, dor: (B)(6) 2010, (left hip).

Manufacturer narrative:
H10 additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.